Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The product investigation was completed. Device evaluation details: carto 3 manufacturer investigated the issue based on the study digital data. It was found that the user created the fam (fast anatomical mapping) with different metal profiles, which resulted in fam and cpm not being consistent. Errors and warnings were visible. This defines as user error. A manufacturing record evaluation was performed for the carto 3 system # 13073, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation and left-sided atrial flutter with a carto¿ 3 system and the software was lagging and very slow to perform. There were also multiple instances of map shift noted. After completing the first pfa (pulse field ablation) application with the farawave¿ pfa catheter, it was noticed that the farawave¿ pfa catheter was then visualized way above the map, and outside the fam (fast anatomical mapping) shell. The catheter eventually drifted back down to its normal position on the carto¿ 3 system map, with no troubleshooting performed. After completing rf (radiofrequency) ablation along the mitral line with the qdot micro¿ catheter, when the farawave¿ pfa catheter was re-inserted back into the body, it was noticed that there was a map shift on the carto¿ 3 system. Additionally, after re-inserting the octaray¿ catheter into the body once again, it appeared like the entire carto¿ 3 system map had shifted downwards, and none of the catheters were aligned on the map any longer. There were no error messages displayed on the carto¿ 3 system, and there was no patient movement. The external energy detection feature was turned on, and the ngen¿ generator was powered off. The physician decided to continue the procedure with the issue unresolved. No patient consequences were reported.